Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by the customer that during routine check, the cs300 intra-aortic balloon pump (iabp) had display flickering and keypad was not working. There was no patient involved.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h3 , h6(type of investigation, investigation findings, component codes , investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. Fse observed that system it is showing intermittently display flickering and keypad also not working. Display cable & keypad control board need to replace. Replaced new keypad controller board and reconnected display cable then checked system it is working fine and ready to use. Customer has purchased the part.